Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The battery voltage was less than 2.20v. The cause of the low battery voltage was the excessive charges. Life time diagnostics recorded greater than 255 charges. Based on the device's parameters, it was within expected longevity performance. The power consumption of the device was measured and found to be normal. The device was tested on the bench and on automated test system test and the device met all specifications.

Event description:
It was reported that the device reached eol after only one month of implant. Only one shock was delivered when the patient was in the hospital. The physician stated that the patient did not feel any shocks being delivered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.